Event description:
The pt reported symptoms of difficulty in breathing, difficulty in swallowing, with swelling of the throat and tongue, rash on the neck and throat, ulcers, blisters on tongue and sore gums and tongue. The pt reported visiting a med doctor to alleviate the reported symptoms. The pt reported being prescribed antihistamines (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the pt is currently feeling better.

Manufacturer narrative:
The aligners are not being valuated, as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the pt symptoms of difficulty in breathing, difficulty in swallowing, with swelling of the throat and tongue, rash on the neck and throat, ulcers, blisters on tongue and sore gums and tongue. This event is being filed as an MDR since the treating dr considered the event was serious for the pt's life and invisalign system product was being used at that time.